Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the service center, the device was visually inspected and found evidence of foam degradation. Technical findings showed error code #191 and error code #53. During the evaluation, foam particles were observed. The device was scrapped.